Event description:
One patient sample with discrepant calcium results. Initial result gave 7.6 mg/dl; repeat gave 8.4 mg/dl. Erroneous result was reported. Patient not adversely affected. The field service representative determined the cause of the discrepancy to be r1 and r2 internal probe wash was insufficient, and replaced valves sv16 and sv17, also replaced r1 and r2 probes. Performance tests were performed and within specification.